Event description:
Livanova deutschland received a report that s5 hlm displayed an error related to roller pump motor. The event occurred during service. There was no patient impact.

Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova deutschland manufactures the s5 hlm roller pumps, the event occurred in united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.